Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter the returned non-maquet sheath. The extender tubing and pressure tubing were also returned. Two catheter tubing/inner lumen kinks were observed at approximately 36.8cm & 63.5cm from the iab tip. A catheter tubing kink was also observed at approximately 76.2cm from the iab tip. Additionally, the optical fiber was observed to be broken at approximately 27cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The optical fiber was found to be broken confirming the reported problem. However, we are unable to determine when this may have occurred. We are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the pressure waveform and indices had disappeared from the screen. The console was swapped out for a second one, but the same issue occurred. The user was able to use the fluid lumen as the arterial pressure source and therapy was continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
Correction made to mfg report number: 2248146-2020-00324 to include the following information: section a ¿ sex; from: [blank]; to: male. Section a - age at time of event; from: [blank]; to: 57. Section a - age units (patient); from: [blank]; to: years. Section a - weight.; from: [blank]; to: 122. Section a ¿ weight units; from: [blank]; to: kgs. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the pressure waveform and indices had disappeared from the screen. The console was swapped out for a second one, but the same issue occurred. The user was able to use the fluid lumen as the arterial pressure source and therapy was continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
Occupation: administrator/supervisor. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the pressure waveform and indices had disappeared from the screen. The console was swapped out for a second one, but the same issue occurred. The user was able to use the fluid lumen as the arterial pressure source and therapy was continued successfully. There was no reported injury to the patient.